Event description:
It was reported that the touchscreen of the customer's pump was "broken." There was no information provided about the impact on the customer's blood glucose level. Upon further examination by the distributor, the pump was plugged in with a tandem cable for 1 hour, but the pump did not turn on, and the pump button was flashing red. The distributor also noted the touchscreen was detached from the case. A replacement pump with a new serial number was provided to the customer.